Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The power supply upgrade kit was installed during service. The system was tested and found to be working as intended and put back into service.

Event description:
The fe confirmed the system could intermittently not boot up. There is no reported of death or serious injury associated with the event.